Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a starclose se device after a peripheral arterial occlusive disease interventional procedure using a small-bore sheath. Reportedly, the clip was deployed on the skin and it was simply removed by hand without the need for intervention. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported malposition of the clip could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the difficulty is likely due to incorrect device angle prior to deployment, pulling device out of arteriotomy prior to deploying clip) which contributed to the inadequate tissue capture and subsequent clip deployment above the artery. However, the treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.